Manufacturer narrative:
(B)(4). If explanted, give date: n/a - at the time of this report there is no indication that the lens has been explanted. (B)(6). The initial report indicates the lens was implanted. The injector/cartridge was discarded. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that some white/clear material was attached to the edge of a lens of a preloaded insertion system, model pcb00. The material looked and felt like plastic, possibly from the inner layer of the cartridge. Particles were very small as seen in microscopy. Material was a bit difficult to remove, but was successfully aspirated with irrigation/aspiration (I/a). The injector/cartridges were discarded. No patient injury reported. There were 5 pcb00 units that were reported and a separate MDR will be filed for each unit. This MDR is for serial number (B)(4).

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer; therefore the reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.